Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h6, h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Devices are used for treatment. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: oxf twin-peg cmntd fem md PMA, item# 161469, lot# 421950. Oxf anat brg lt md size 4 PMA, item# 159548, lot# 847380. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2023-00050 and 3002806535-2023-00052. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent an initial left oxford pks, and approximately 5 years later a revision surgery was performed due to loosening of the implants. Attempts have been made and no further information has been provided.